Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (560 mcg/ml; 260 mcg/day). The patient was also being treated with oral baclofen, cefazolin, colace, neurontin, midodrine, multivitamin, naproxen, nicotine patch, paxil, kdur, and detrol la at the time of the event. The patient's indication for pump use was intractable spasticity and post spinal cord injury. The patient weighed (B)(6) and had a relevant medical history that included a c3-4 spinal cord injury, neurogenic bowel, neurogenic bladder, suprapubic catheter, and anxiety. It was noted that on an unknown date, the patient experienced recent lower extremity "strep cellulitis." On (B)(6) 2015, the patient began to experience redness at the edge of the pump incision site. The patient did not experience warmth, fever, or chills. Over the course of a couple days, the skin opened up and the pump became visible. The patient had a burst of purulent material come forth when the visiting nurse was turning the patient. The patient had presented to the emergency room on (B)(6) 2015 and was afebrile without leukocytosis. The pump pocket was infected and the pump pocket had eroded. A culture of the superficial purulence was obtained and the patient was started on ancrf and IV vancomycin after blood cultures were also obtained. The patient was taken to the operating room on (B)(6) 2015 and had remained afebrile the night before. The wound cultures from (B)(6) 2015 showed gram positive cocci-strep, and the blood culture results were unknown. The patient's entire system was explanted on (B)(6) 2015. The issue had not resolved at the time of this report. The patient was alive with injury at the time of this report and was being treated for the strep infection located at the pump pocket. Later, on (B)(6) 2015, information was received from the physician's office who indicated that the patient also had a history of spinal cord injury, tetraplegia, dystonia, and a decubitus ulcer. The patient was in the hospital. The pump was removed and the patient was being treated with IV antibiotics in the hospital.